Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was able to power on but unable to successfully deliver a shock. Further investigation identified a transistor had sustained damage attributed to the device experiencing a drop or significant impact.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.